Event description:
It was reported that during the procedure the operator retracted the subject coil for repositioning. When the subject coil was reinserted, it got caught between the introducer sheath and the microcatheter's hub, and prematurely detached in the microcatheter's shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H.4. Manufacturing date ¿ added. D.4. Expiration date - added. D.4. Gtin - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during repositioning, the coil was prematurely detached in the microcatheter. Resistance was also noted within the catheter shaft. While there are a number of potential causes for the reported issue, because the device was not returned and review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported events: ¿main coil prematurely detached/separated during use¿, ¿coil in catheter friction¿.

Event description:
It was reported that during the procedure the operator retracted the subject coil for repositioning. When the subject coil was reinserted, it got caught between the introducer sheath and the microcatheter's hub, and prematurely detached in the microcatheter's shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.